Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have "been struggling" and that they are "feeling better now" post device reprogramming. It was also reported that they "were "having some issues with the battery life" and that they were told that they had "4 years left" but have only had it implanted for "a year and a half". The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.